Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of connector failure was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the connector on the evis exera ii video system center failed. The reported problem was found after the procedure, and the customer finished the intended procedure with the same device without delay. The patient was not under sedation, and there have been no reports of patient harm associated with this event. During the evaluation of the device, it was found that the 180-connector component was faulty, resulting in no image. This report is to capture the reportable malfunction of the failure of the video cable connectors that caused no image to be noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.